Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was not returned by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that initial operation was performed with tm-ardis system. After surgery, the surgeon confirmed the appearance of cyst like lesions above and below the cage with CT images. It is unclear if this was the cause, but it resulted in inadequate bone union and one screw loosened, so revision surgery was performed ten months after initial procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Additional associated products ----------------------------------------- 701m5535 vital tl poly 5.5x35mm lot# t10219 (zimvie product).

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h1, h2, h3, h6, h10. No product was returned; visual and dimensional evaluations could not be performed. DHR review indicates the devices were manufactured to specifications. DHR shows no anomalies or deviations that would have affected the surgical outcome or contributed to the reported event. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Photographs were provided and reviewed by a health care professional. Review of the available records identified the following: images demonstrate rounded likely air density cavities in the superior endplate of l5 and the inferior endplate of l4, surrounding the intervertebral disc spacer. Image demonstrates a thick cavity along the superior inferior endplate of l4 contains not only gas, but some low-density material, possibly cystic. The axial MRI image shows this cystic structure as a lobulated slightly hyperintense structure posterior to the hypointense likely disc spacer. Image also shows a lucency surrounding the left l4 screw. Superior and inferior endplate air density cavities surrounding the intervertebral disc spacer noted to also likely contain a cyst-like contents based upon the axial t2 sequence and also suggested on image 2. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.